Event description:
Additional information was received from a hcp. It was reported that the pain at the pocket site was caused by stimulation from the lead. The device was turned off and the pain improved. They attempted to decrease the settings, but the patient still had pain. There were no further complications reported or anticipated.

Event description:
Additional information was received from the healthcare provider (hcp). Patient's device was removed because it wasn't working. The implantable neurostimulator (ins) was not the cause of the previously reported utis. Patient experienced utis before ins implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient had a constant sensation, to go to the bathroom. This had been occurring since implant, which was the day of the report. When she stood up the urine would just come out. Symptoms were worse than before implant. The patient was not feeling stimulation, but then the patient increased stimulation and was able to feel something. Additional information stated that the patient had not had therapeutic benefit since implant and that it hurts most of the time. The patient turned stimulation off 3 days prior to the call and after tracking their symptoms they thought that there was no difference between when stimulation was on and when stimulation was off. The patient stated that they use 2-3 depends at night and "tries to rush during the day." The patient further stated that they had been experiencing frequent utis for the past 4 years and was currently on antibiotics. The patient further stated that due to a uti during the trial the patient could not determine what they were experiencing during the trial. The patient had tried programs 1-3 and had a few reprogramming sessions with their healthcare provider (hcp) and stated that it was sometimes painful after the adjustments, not during the adjustment, but when the patient would go home and lie down. The patient stated that the ins site pain was sudden in nature starting 6 months prior to the call. It was clarified that the patient experiences the pain if they lay on the ins. The patient contacted their implanting hcp who informed the patient that the system could be removed if the patient wanted, but there is no planned explant at the time of this report. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient notified their healthcare provider (hcp) and isn't sure what lead to the pain at the stimulator site. Patient said it was possible that it happened the first time they used the bed. The first time was fine, but the next time hurt and they had to turn off. Patient said it was very painful at the time when the stimulator came on. Patient couldn't see a difference/change in urine pattern when it was off for at least a month. Patient added it seemed to be better. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient. Patient reported meeting with their doctor on (B)(6) 2016. On (B)(6) 2016, patient talked to their doctor on urinary infection and mentioned implant. Patient also mentioned meeting with another doctor on (B)(6) 2016. The patient is unsure when they first mentioned the pain at the stimulator site and lack of therapy since implant. The patient said on (B)(6) 2017 that they wanted their ins removed/not working and that it was painful when they were laying on their back. Cause is not known for pain at the stimulator site. It was suggested that the pain was due to their weight. Patient mentioned a time they were using the massage feature on their bed and it hurt while laying on their back so they stopped. Patient said their ins was not successful in regulating urine flow. They have turned it off for at least a month and have just as good of results. Patient mentioned meeting with their doctors on (B)(6) 2016, (B)(6) 2017. Patient weighed (B)(6) as of (B)(6) 2016. Patient currently weighs between (B)(6). No further patient complications have been reported as a result of this event.